Event description:
It was reported that during use with a 12tlw405f35 fogarty catheter, the balloon sheered off and was left inside the patient. Unknowingly, it was found a week later during a de-clot procedure (date not provided). This required another procedure and the foreign body was removed from the patient. The original intended procedure was a left forearm loop graft de-clot. This event took place in the month of april. The device is available for return.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint affected unit was not returned for evaluation; therefore, a product non-conformance or device failure could not be confirmed. As part of the manufacturing process a 100% of the units go through a balloon winding and full visual inspection process performed. The IFU provides warnings and cautions related to the balloon and the handling of the catheter as a guideline to follow balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. The catheter should be inspected with the balloon inflated during purging. A balloon that does not inflate, leaks, or inflates in a grossly asymmetric (eccentric) manner should not be used. Remove the occlusive material by gently withdrawing the catheter. During withdrawal, it is important to adjust the balloon diameter to the varying arterial diameters by controlling the inflation volume.